Event description:
During a eight week, open label, sequential phase study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The pts were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A pt died secondary to cardiovascular disease. The hemodialysis treatment record from (B)(6) 2010 reveals, the pt presented with volume excess as noted by the 2+ edema in the pct note. The pt was 11.8kg over his written target weight, although pre-dialysis blood pressure (bp) was 109/60. His bp was low, but relatively stable during the treatment with most systolic bp readings between 60-120 and he tolerated 2.4i of ultrafiltrate without symptoms. His post hd vitals noted a bp of 111/59 with a heart rate (hr) of 90. He was dialyzed with a standard 2k/2.5ca bath. The pt discontinued from the study. The outcome was death on (B)(6) 2010. The severity of the event was unk and the relationship to the study was assessed as not related.

Manufacturer narrative:
The medical safety officer's conclusion was: "the cause of death appears to be from atherosclerotic heart disease, cardiomyopathy, and possibly arrhythmia. I see no evidence to suggest that his participation in the (B)(4) study was related to his death". A supplemental report will be submitted upon completion of plant's investigation.